Event description:
It was reported that during clinical training, on the first pulse a "pop" sound was heard and a spark from laser was reported to be seen. In this spot the patient received a small possible burn. A cynosure lutronic field service engineer (fse) went to the customer site for device evaluation. During this time, the reported device was subjected to multiple tests including full functionality testing with passing results. The device was found to be working to published specifications. Review of the settings used during treatment were found to be within the recommended clinical guidelines. At this time, it is unknown what contributed to the reported malfunction and minor burn. Although the device was found to be operating as expected, the investigation to identify root cause to determine if a true device malfunction occurred is still ongoing. If this malfunction were to recur, there is potential for serious injury. A final MDR will be submitted once further investigation has been completed. Since a reported malfunction occurred and there is potential serious injury, we are reporting this as an initial MDR.

Event description:
This is a follow up report to medwatch 1222993-2025-00040 due to device investigation completed. Cryogen is applied to the treatment site during vascular treatment to precool the skin. The cryogen begins to vaporize from the surface of the skin shortly after contact. The laser fires onto the surface of the skin after a delay time. The spark/ignition events occur when residual cryogen vapors remaining on the skin surface interact with the high-energy 1064 nm laser fluence. Longer pre-cooling and delay times increase the likelihood of uneven vapor accumulation, thereby elevating the risk of ignition. This can be observed as a spark and can result in topical burn.